Event description:
It was reported than a patient underwent a revision procedure due to rotator cuff failure and glenoid deformity from the humeral head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions in their jobs or sports. Degenerative tears can also occur as a result of a wearing down of the tendon that occurs over time. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest, pain when lifting, weakness, and crepitus. Typically, anatomic shoulder is performed for an intact rotator cuff and a reverse is performed for a deficient rotator cuff. Bone quality (density, strength & weakness of a bone) is influenced by many internal and external factors. Patients diet, or malabsorption due to different disease processes impacts the bone quality, as the body is not able to absorb the required nutrients to build or maintain bone density. Risk factors that increase a patients poor bone quality, not all inclusive; age, bmi, diet, smoking, alcohol consumption, vitamin intake, such as vitamin d, calcium, magnesium, hormone imbalance impacting the pituitary gland, growth factors, thyroidism & medication associated with treatment, steroid use along with other medications, renal diseases, dialysis, diabetes, blood disorders, trauma, fractures, bone on bone wear, surgical trauma or invasive procedures, repeated joint/bone surgeries resulting in bone loss, infections such as osteomyelitis, necrosis of the bone tissues due to disease processes and genetic history of family members with osteoarthritis or osteoporosis, as a patient¿s bone quality is impacted by many internal and external variables. Upon reassessment of the reported event, it was determined to be not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.